Manufacturer narrative:
The lead was extracted and disposed of, therefor,e it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013, the customer reported that the pacemaker exhibited low out-of-range (oor) pacing lead impedance (pli) measurement on right atrial (ra) lead along with high pacing thresholds. Add'l info obtained from the filed rep indicated that the cause of the high pli was not determined. The ra lead was extracted and was disposed after it was sent to pathology. No adverse pt effects were reported. On (B)(6) 2013, the customer confirmed the impedance measurement for the oor pli was less than 200 ohms. The lead was actively implanted for approx. 11 years, 8 months.